Event description:
It was reported that there was a leak at the connection level of the transfer set with the titanium adaptor. The leak was noticed one hour into the automated peritoneal dialysis (apd) therapy at the patient connector level, when the connector was unscrewed. The clamps were closed and the transfer set was changed. The reported issue was reported to have occurred on the first day the transfer set was used. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available. This is report 1 of 2.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow up medwatch will be submitted. Same patient/event as (B)(4).